Event description:
Locking screw did not engage with the plate and passed through the plate hole. Surgeon removed the screw and replaced it with one that did engage with the plate. Surgeon reported by letter that there was no adverse health effect and that it took less than two minutes to replace the affected screw.